Event description:
Central line placement: line was flushed with a 3ml syringe containing normal saline after removal from packaging and no holes observed. The line was connected to the blue hub during placement attempt and approx five minutes into the procedure the line was flushed outside of the pt and the hole was observed. The hole is at the rod. This line was never threaded/placed into the pt. This issue occurred with another catheter of the same product code and lot on this pt. The add'l occurrence is detailed in MDR 2245270-2014-000010.

Manufacturer narrative:
This issue occurred with another catheter of the same product code and lot on this pt. The add'l occurrence is detailed in MDR 2245270-2014-000010. The mfg device was returned to vygon us and was forwarded to vygon (B)(4), the MFR, for device eval and complaint investigation. The results of this investigation will be forwarded to FDA via a f/u MDR within thirty days of its conclusion.